Event description:
Reporter alleged that the expiration date was missing from the label of the comfort curve blood glucose test strips. No actions or treatment were reported in connection with the alleged malfunction. No adverse event reported. A request was made for the return of the suspect device and replacement prod was sent.